Event description:
Reported by pt as: "band slippage and reflux." Follow up with the doctor reveals: "the pt had several days of gerd and vomiting. The pt was found to have a slip today with complete obstruction. The pt was taken urgently to the or for lap-band removal along with port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/jul/08. The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, reflux and obstructions are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."